Event description:
The initial reporter received questionable ureal urea/bun results for multiple patient samples tested on a cobas 8000 c702 module. The reporter was able to provide 4 examples of questionable results. The initial results were not reported outside of the laboratory. Sample 1 had an initial result of 2.2 mmol/l with a repeat result of 30.8 mmol/l. Sample 2 had an initial result of 1.1 mmol/l with a repeat result of 8.1 mmol/l. Sample 3 had an initial result of 1.6 mmol/l with a repeat result of 4.1 mmol/l. Sample 4 had an initial result of 2.8 mmol/l with a repeat result of 3.5 mmol/l. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The investigation excluded reagent issues. The field service engineer (fse) confirmed that there was a build-up of crystallization at the gaps between the cuvettes. The fse advised the customer to increase the frequency of cuvette replacement to 2-3 weeks. The fse noted that the laboratory's environment has lower air temperature and higher volume air change than in previous years due to improvements made to airflow onsite to keep the temperature within the specified ranges during the summer months. The investigation is ongoing.

Manufacturer narrative:
The issue was not resolved. On his next visit, the field service engineer (fse) found the cell rinse level too low. He then cleaned the tube in the valve and the rinse unit. He confirmed that the test and module were performing within specifications. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.

Manufacturer narrative:
On (B)(6) 2022, it was reported that sample (B)(6) had an initial bun result of <1.0 mmol/l. The sample had a repeat result of 6.1 mmol/l. It has not been confirmed if the initial result was reported outside of the laboratory. The investigation is ongoing.